Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, stenosis of the inferior vena cava (ivc) as well as perforation of the ivc wall. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, stenosis, and perforation of filter struts outside the inferior vena cava. A single radiographic image was provided, the image depicts an unknown cordis ivc filter. An amended ppf indicated that the patient is deceased, however a cause of death nor a relationship to the ivc filter was provided. The next of kin reported that the patient had experienced back pain, abdominal and leg pain in addition to leg swelling, darkening of the skin and anxiety, prior to expiring. According to the implant record the indication for the filter implant was deep vein thrombosis and pulmonary embolism. The filter was placed via either a right common iliac or right antecubital approach, the implant record provided conflicting information. An ivc venacavagram was performed and showed an apparent patent ivc of normal caliber and the location of the renal veins. The filter was deployed just below the level of the renal veins and above the bifurcation. The patient tolerated the procedure well. The medical history of the patient, nor a cause of death has been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Filter tilt was also reported however the timing and mechanism of the event is unknown. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without images for review the reported event(s) could not be confirmed. The information provided mentioned that the patient is deceased, a cause of death has not been provided, as such a relationship between the event and the device cannot be established. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling, pain and darkening of the skin of the affected extremity. With the limited information provided an exact cause for the reported events could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, stenosis of the inferior vena cava (ivc) as well as perforation of the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care ad treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, stenosis, and perforation of filter struts outside the inferior vena cava. An imaging scan was provided. The ppf states that this scan shows an unspecified cordis filter. Per the implant records, the patient was reported to have a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). Using sterile technique, the right common iliac vein was catheterized with a sheath via a right antecubital approach. Utilizing fluoroscopic guidance, an inferior venacavagram was obtained. The inferior vena cava appeared patent and of normal caliber; the level of the renal veins was identified. An inferior vena cava filter was carefully deployed just below the level of the renal veins and above the bifurcation. The patient tolerated the procedure well. According to the information received in the redacted-amended patient profile form (ppf), the vena cava filter was identified per scan imaging done. The type of filter was not identified and a radiologist report was not provided. The additional information received notes that the patient is deceased; however, a cause of death nor a relationship to the device was noted. The next of kin reported the decedent experienced back pain, abdominal and leg pain in addition to leg swelling, darkening of the skin and anxiety, becoming aware of these events approximately five years and eleven months post implant.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, stenosis, and perforation of filter struts outside the inferior vena cava. An imaging scan was provided. The ppf states that this scan shows an unspecified cordis filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b5, g4, g7, h1 and h2. It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, stenosis of the inferior vena cava (ivc) as well as perforation of the ivc wall. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, stenosis, and perforation of filter struts outside the inferior vena cava. A single radiographic image was provided, the image depicts an unknown cordis ivc filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Filter tilt was also reported however the timing and mechanism of the event is unknown. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, stenosis of the inferior vena cava (ivc) as well as perforation of the ivc wall. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Filter tilt was also reported however the timing and mechanism of the event is unknown. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, stenosis of the inferior vena cava (ivc) as well as perforation of the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care ad treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.